Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in an unknown coronary artery. Upon balloon inflation, the hub of the nc trek rx 4.50 x 12 mm detached from the balloon catheter. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual inspection was performed and the reported shaft separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty of hypotube separation appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.